Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was in the 400 mg/dl range. The customer stated that in the past 3 months, the infusion set came off of her body, but she was able to reconnect it and continue device use. She declined troubleshooting for high blood glucose levels, advising that she had eaten too many noodles, and after reconnecting the quick release, the blood glucose levels lowered. The most recent blood glucose reading was 133 mg/dl. Nothing further reported.